Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade from perforation post implant of the right atrial (ra) lead. A pericardial drain was performed, removing one litre of blood. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.